Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of a 6.5 cm abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 23-25 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 95 mm. Aneurysm access was reported to be difficult, and the iliac arteries were reported to be severely calcified. The patient has a history of hypertension and right bundle branch block. It was reported that the left iliac artery was dissected during initial introduction of the guidewire. A wallstent was implanted to repair the dissection. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.